Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3,000 ohms and loss of capture. Technical services (ts) noted this rv lead couple be compromised. Ultimately, this rv lead was explanted. No additional adverse patient effects were reported.